Event description:
Additional information received indicates that prior to the surgery, 2 contacts of the lead had low impedance. However, during the procedure intraop testing on the lead showed high impedances on all contacts.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that impedance check revealed low impedances on the lead. As such, the patient was unable to set the ipg into MRI mode. Surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Corrected data: d10 therapy date.